Manufacturer narrative:
During on-site investigation the field service technician identified an issue with the hydraulic unit of the operating table. The hydraulic unit is responsible for the floor locks of the device. After 4-6 hours the locked device will become unlocked by itself which allows the operating table to be no longer fixed and to move on the floor. This hydraulic unit was exchanged. An investigation by the supplier of the hydraulic unit identified that during the manufacturing process not all air was removed from the system. The supplier changed the manufacturing process to ensure that all air is removed. Based on this, no further actions are required.

Event description:
Customer reported that hydraulic unit after some time disengages (loss of pressure) without table recognizing its unlocked. Staff then have to unlock the table so software will know its unlocked (without any effect because brakes are already unlocked) and then lock it again. Additionally it was confirmed that all four stamps released during procedures and then the table moves when someone is leaning on it. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported that hydraulic unit after some time disengages (loss of pressure) without table recognizing its unlocked. Staff then have to unlock the table so software will know its unlocked (without any effect because brakes are already unlocked) and then lock it again. Additionally it was confirmed that all four stamps released during procedures and then the table moves when someone is leaning on it. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint (B)(4).